Manufacturer narrative:
Unit had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, selftest and displacement accuracy test due to unresponsive blank display. Keypad unresponsive/button error alarm unknown due to screen anomaly.

Event description:
Customer reported via phone call that the keypad was unresponsive had screen was blank. Customer's blood glucose value was 180mg/dl. The customer also mentioned that the insulin pump was exposed to moisture. Insulin pump will be returned for analysis.